Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change in programming or activity level leading to the issue. The issue was not resolved. The patient said the remote control would not hold a charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator. It was reported that within the last month prior to the report, there was a change in how fast the implantable neurostimulator (ins) battery depleted even when it was off. The patient stated that she only used the ins when she needed it for pain, so some days, the therapy was off yet the battery would got down from 50 or 60% to 10% charged in a week; this hadn¿t happened before. It was also noted that she hadn¿t had any falls or trauma and hadn¿t increased the stimulation since she noticed the change. In the end, the caller requested to have a manufacturer representative (rep) check the device and field reps were contacted. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.